Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl. It was unknown if the insulin pump was on auto mode. Customer reported that the insulin pump had insulin flow block. The insulin pump will be returned for analysis.